Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon return the device could not be powered on. The reported fault was attributed to membrane failure due to storage outside of the indicated conditions. The corrosion on the underside of the on/off button on the membrane pcba had resulted in the on/off button dome making no connection with the contact pads beneath. This had resulted in the failure of the device to power on. Information from the device memory log indicated that the device had been stored outside of the indicated conditions. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The distributor contacted heartsine to report that their customer's device on/off button does not function. In this state, the device may be unable to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Event description:
The distributor contacted heartsine to report that their customer's device on/off button does not function. In this state, the device may be unable to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.